Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 350cc mentor memorygel breast implant, catalog #3503501bc serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination performed by a physician. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 7, 2020. When the explant was performed, bilateral prosthesis replacement with 575cc mentor memorygel breast implants was done. Additionally, left sided baker iii capsular contracture was present and is being reported under 1645337-2020-03243. The impacted product was received by the failure analysis lab on february 14, 2020. Manufacturer¿s reference number: (B)(4).